Manufacturer narrative:
A femoral ps impactor pad was returned and evaluated. The complaint was confirmed by visual inspection of the returned instrument, which shows signs of repeated use and multiple fractures. Gouge marks and dents were noted which is indicative of repeated use. The part has a potential field life of 4 years and 5 months and an unknown frequency of use. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Lot number - reported as 62137566. Product has been received by zimmer (B)(4) and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured when impacted during a knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.